Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient tried to connect with the programmer, they would see a power on reset (por) indication. The patient did not report any recent trauma or medical environment exposure that could have been related. The patient was redirected to a healthcare provider and were sent healthcare provider listings. No patient symptoms were reported. No further complications were reported.